Event description:
Boston scientific received information that this pacemaker displayed a difference between the gas gauge and a longevity calculation. A boston scientific technical services consultant recommended using the longevity calculation as the magnet rate was 100 ppm. Regular follow up appointments were recommended. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Approximately one year later the device was electively replaced. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.